Event description:
The iab was inserted via the femoral artery. Within 10 seconds, the pump began to experience alarms. Since a catheter problem was suspected, the iab was removed and placed. There were no patient complications.